Event description:
A 73-year-old female patient was admitted for a bilateral middle meningeal artery (mma) embolization procedure. Access was obtained via right radial artery using a zoom rdl as a guide catheter. The rdl catheter was navigated smoothly to the right external carotid artery without issue. After successfully treating the right side, the rdl catheter was retracted and advanced across the aortic arch to the left common carotid and then up to the left external carotid. During this advancement, resistance was felt; however, the operators were not concerned about vasospasm. Successful treatment of the left mma was accomplished without any issues. Upon completion and final angiography, the physician attempted to remove the rdl. The catheter was retracted until the distal tip of the rdl was several centimeters above the right elbow. However, it could not be removed. Multiple attempts were made to remove the rdl without damaging the artery, including administering more vasodilators (verapamil), using a blood pressure cuff, and a transparent radial artery band; but the rdl would not release. The patient was transported to surgery for removal of the rdl. The orthopedic surgery team successfully removed the catheter and repaired the artery. The patient has fully recovered from the radial injury and was reported to be stable. No device issues were reported.

Manufacturer narrative:
The device was discarded after use and therefore not available for return. Based on the reported information provide, the patient experienced vasospasm during retraction of the zoom rdl and was administered vasodilator drugs. It is unclear what may have contributed to the potential abnormal interaction with the device and radial artery. The manufacturing records for the zoom device were reviewed and demonstrated that the product met all the design and manufacturing specifications.